Event description:
The catheter was placed, the user could not advance even after catheter was flushed. Catheter was pulled back and resistance noted. After removal a part of catheter was missing. It was located and removed with hemostats under fluoro.